Event description:
(B)(6) post received through marketing partner: "be careful. I had one several years ago. It did nothing. Now I find out it became disconnected and is just in the abdomen." No further information available from physician or patient.